Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (vlp) was unable to separate from the delivery catheter after fixation causing it to dislodge during troubleshooting. The vlp was removed and a different device was used to complete the procedure. There were no patient consequences.